Manufacturer narrative:
Product ID 977c265 lot# (B)(4) implanted: (B)(4)2017 explanted: (B)(4)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. There was no significant trauma history. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 24-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t getting the appropriate pain coverage. The rep reported that x-ray showed the paddle lead had migrated from the epidural space completely. The whole system was removed. The rep reported that the device was destroyed during explant. The rep reported that the device was not thought to have malfunctioned but simply migrated. No further complications were reported.